Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Three weeks prior to this report, the patient started going through withdrawal; the patient didn¿t realize it was withdrawal until 2 weeks prior to this report. At that time, the physician determined that the catheter was coming out of the patient¿s spine and needed to be put back in. As of the date of this report, the withdrawal was ¿getting pretty bad¿. The patient was waiting on insurance authorization to have the catheter replaced. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.